Manufacturer narrative:
Findings: pump was received with unresponsive buttons and button error alarm due to flattened all the buttons dome switch. Unable to verify low glucose alert or perform basic occlusion and occlusion tests due to unresponsive keypad/button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 46 mg/dl at the time of the incident. The customer stated the alarm occurred while they were lying on the ground. The customer was treated with a candy bar. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.